Event description:
Implant date: 1993. Revision surgery on 08/30/1994 for anterior interbody fusion and replacement of device. It was noted at the time of explant that there was a pseudoarthrosis and the device was "loose".